Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 158 mg/dl. Customer advised they were pushed in the swimming pool while wearing the insulin pump. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.